Event description:
Arterial blood gas sample on patient gave discordant results. There was no impact to patient care. No treatment was provided or denied as a result of this event.

Manufacturer narrative:
Manufacturer believes this to be a sample handling error where the original sample tested was not properly mixed prior to testing according to instructions provided in labeling. The instrument is performing according to specifications.